Event description:
This case is cross referenced with case ID: (B)(4) (same patient). This unsolicited case from (B)(6) was received on 29- nov-2016 (additional information was received on 30-nov-2016 and 01-dec-2016, all information processed together with clock start date 29-nov-2016) from patient's wife. This case involves a (B)(6) male patient who received treatment with synvisc one and had fever (latency: 01 day), inflammation on both knees (latency:few hours) and could hardly walk (latency: 01 day). The patient was diagnosed with arthrosis in 1996. On an unknown date in 1996, an arthroscopy was performed on the patient's left leg. On an unknown date in nov second injection of synvisc one via intra-articular once, at dose of 6 ml (batch/lot number and expiry date: not reported) for arthrosis grade 4. The same day, at night, the patient began to shiver and had very cold sensation and pain. The patient took ibuprofen at dose of 600 mg and 4 hours later he took paracetamol at dose of 1 gm in order to calm his pain but without success. On (B)(6) 2016 in the morning, 01 day after initiating treatment with synvisc one, the patient had both knees very swollen. Patient had a lot of pain and he could hardly walk. Also in morning, the physician told the reporter that this event could be product intolerance, which should disappear in 2 or 3 days, instead of a product allergy (which would cause other symptoms such as itching, hives, etc.). The same day, in the afternoon, patient had improved a bit but he was not recovered. At night, the patient had fever (37.8 celsius degrees). On (B)(6) 2016 in the morning, the patient improved on his right knee but the left knee was still very swollen and he had pain. On (B)(6) 2016, the patient recovered from shivering, cold sensation and fever. On (B)(6) 2016, laboratory tests were performed which showed erythrocyte sedimentation rate (esr) increased to 29 mm (high; normal range: 0.60-18) and c-reactive protein was also increased to a value of 22.60 mg/l (normal value: less than 5.00). These values showed an inflammation process and that other lab tests were planned to be performed. At the time of report on (B)(6) 2016, the patient was recovering from the knee inflammation and pain but still suffered from pain in both knees and they were swollen. On an unknown date, the patient stopped corrective treatment with ibuprofen and paracetamol and was currently using ice in order to reduce the knee inflammation. It was also reported that the physician decided to permanently withdraw the treatment with synvisc one. The physician had the intention to look for alternative treatments (nos) corrective treatment: ibuprofen, paracetamol and ice for inflammation on both knees; paracetamol for fever; not reported for could hardly walk outcome: unknown for could hardly walk; recovered/resolved for fever; recovering/resolving for inflammation on both knees a pharmaceutical technical complaint was initiated with global ptc number: 45800 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: medically significant for fever and inflammation on both knees reporter causality assessment: related, definitive. Additional information was received on 07-dec-2016. Global ptc number and ptc results were added. Additional information was received on 08-dec-2016 from the patient's wife. Event outcome for fever was updated from not recovered to recovered/resolved. Event outcome for inflammation on both knees was updated from not recovered to recovering/resolving. Information on concomitant medications was added. Laboratory values (07-dec-2016) were added. Information corrective treatment for inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 7-dec-2016 and 8-dec-2016: the follow up information received does not change previous case assessment. Sanofi company comment dated 2-dec-2016: this case concerns a patient who developed fever along with sensation of cold after receiving synvisc one injections in the knees. The events have been assessed as probably related to the product as there is compatible time to onset and the clinical features of this report suggests that the events were due to the injections. It was also suggested by the patient's physician that the patient had intolerance to the product. However, as the patient had not experienced such adverse events with the previous use of synvisc it acts as a confounding factor in the causal assessment. Furthermore, the information regarding technique of injection and the conditions under which the patient received the injections is not provided which precludes the complete case assessment

Event description:
This case is cross referenced with case ID: (B)(4) (same patient). This unsolicited case from (B)(6) was received on 29- nov-2016 (additional information was received on 30- nov-2016 and 01-dec-2016, all information processed together with clock start date 29-nov-2016) from patient's wife. This case involves a (B)(6) male patient who received treatment with synvisc one and had fever (latency: 01 day), inflammation on both knees (latency: few hours) and could hardly walk (latency: 01 day). The patient was diagnosed with arthrosis in 1996. On an unknown date in 1996, an arthroscopy was performed on the patient's left leg. On an unknown date in (B)(6) 2015, 15 days after the first dose of hyaluronic acid was injected, the patient experienced inflammation of both knees. On that moment, that event was not related to hyaluronic acid but to a bad movement. The patient recovered immediately on a date not reported after resting. Relevant concurrent conditions and concomitant medications were not reported. On (B)(6) 2016, in afternoon, he patient received second injection of synvisc one via intra-articular once, at dose of 6 ml (batch/lot number and expiry date: not reported) for arthrosis grade 4. The same day, at night, the patient began to shiver and had very cold sensation and pain. The patient took ibuprofen at dose of 600 mg and 4 hours later he took paracetamol at dose of 1 gm in order to calm his pain but without success. On (B)(6) 2016 in the morning, 01 day after initiating treatment with synvisc one, the patient had both knees very swollen. Patient had a lot of pain and he could hardly walk. Also in morning, the physician told the reporter that this event could be product intolerance, which should disappear in 2 or 3 days, instead of a product allergy (which would cause other symptoms such as itching, hives, etc.). The same day, in the afternoon, patient had improved a bit but he was not recovered. At night, the patient had fever (37.8 celsius degrees). On (B)(6) 2016 in the morning, the patient improved on his right knee but the left knee was still very swollen and he had pain. Corrective treatment: ibuprofen, paracetamol for inflammation on both knees; paracetamol for fever; not reported for could hardly walk outcome: unknown for could hardly walk; not recovered for rest of the events a pharmaceutical technical complaint was initiated with (B)(4) the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: medically significant for fever and inflammation on both knees reporter causality assessment: related, definitive. Additional information was received on 07-dec-2016. Global ptc number and ptc results were added. Pharmacovigilance comment: sanofi follow up company comment dated 7-dec-2016: the follow up information received does not change previous case assessment. Sanofi company comment dated 2-dec-2016: this case concerns a patient who developed fever along with sensation of cold after receiving synvisc one injections in the knees. The events have been assessed as probably related to the product as there is compatible time to onset and the clinical features of this report suggests that the events were due to the injections. It was also suggested by the patient's physician that the patient had intolerance to the product. However, as the patient had not experienced such adverse events with the previous use of synvisc it acts as a confounding factor in the causal assessment. Furthermore, the information regarding technique of injection and the conditions under which the patient received the injections is not provided which precludes the complete case assessment.

Event description:
Based on additional information received on (B)(6) 2017 from the physician (however the case was processed with clock start date (B)(6) 2017), this case became medically confirmed. This case is cross referenced with case ID: (B)(4) (same patient). This unsolicited case from (B)(6) was received on (B)(6) 2016 (additional information was received on (B)(6) 2016 and (B)(6) 2016, all information processed together with clock start date (B)(6) 2016) from patient's wife. This case involves a (B)(6) male patient who received treatment with synvisc one and had fever (latency: 01 day), inflammation on both knees (latency: few hours), could hardly walk (latency: 01 day), synovitis above the knee cap in both knees (latency: unknown). The patient was diagnosed with arthrosis in 1996. On an unknown date in 1996, an arthroscopy was performed on the patient's left leg. On an unknown date in (B)(6) 2015, 15 days after the first dose of hyaluronic acid was injected, the patient experienced inflammation of both knees. On that moment, that event was not related to hyaluronic acid but to a bad movement. The patient recovered immediately on a date not reported after resting. It was reported that the patient did not receive any other concomitant medications. Relevant concurrent conditions were not reported. On (B)(6) 2016, in afternoon, he patient received second injection of synvisc one via intra-articular once, at dose of 6 ml (batch/lot number and expiry date: not reported) for arthrosis grade 4. The same day, at night, the patient began to shiver and had very cold sensation and pain. The patient took ibuprofen at dose of 600 mg. And 4 hours later he took paracetamol at dose of 1 gm in order to calm his pain but without success. On (B)(6) 2016 in the morning, 01 day after initiating treatment with synvisc one, the patient had both knees very swollen. Patient had a lot of pain and he could hardly walk. Also in morning, the physician told the reporter that this event could be product intolerance, which should disappear in 2 or 3 days, instead of a product allergy (which would cause other symptoms such as itching, hives, etc.). The same day, in the afternoon, patient had improved a bit but he was not recovered. At night, the patient had fever (37.8 celsius degrees). On (B)(6) 2016 in the morning, the patient improved on his right knee but the left knee was still very swollen and he had pain. On (B)(6) 2016, the patient recovered from shivering, cold sensation and fever. On (B)(6) 2016, laboratory tests were performed which showed erythrocyte sedimentation rate (esr) increased to 29 mm (high; normal range: 0.60-18) and c-reactive protein was also increased to a value of 22.60 mg/l (normal value: less than 5.00). These values showed an inflammation process and allergy was ruled out and that other lab tests were planned to be performed. At the time of report on (B)(6) 2016, the patient was recovering from the knee inflammation and pain but still suffered from pain in both knees and they were swollen. On an unknown date, the patient stopped corrective treatment with ibuprofen and paracetamol and was currently using ice in order to reduce the knee inflammation. It was also reported that the physician decided to permanently withdraw the treatment with synvisc one. The physician had the intention to look for alternative treatments (nos). At the time of report on (B)(6) 2016, patient still had pain during walking (mainly in the left knee) but at night he had no pain. The patient had much less pain at the time of reporting. The patient's knees were still a bit swollen but he was much better. The patient was using ice twice or three times a day in both knees in order to reduce knee inflammation. Reportedly, the next visit with the traumatologist would be in (B)(6) 2017. On an unknown date, patient experienced synovitis. The physician reported that the patient had synovitis above the kneecap in both knees and it was the same in both knees. As per the physician, the patient complained more about the left leg. The physician stated that the mobility of the patient was good. The reporter stated that the patient had to continue using ice. It was also stated that corticoids would be injected to the patient. On unknown date, the physician stated that corticoids would be injected in order to reduce the synovitis. At the moment of the notification he had in mind to administrate triamcinolone acetonide (trigon depot) 1 ml. It was reported that patient's both knees were still a bit swollen but he was much better. The patient had sporadic pain. Corrective treatment: ibuprofen, paracetamol and ice for inflammation on both knees; paracetamol for fever; using ice; would be injected corticoids for synovitis above the knee cap in both knees; not reported for could hardly walk. Outcome: unknown for could hardly walk, synovitis above the knee cap in both knees; recovered/resolved for fever; recovering/resolving for inflammation on both knees. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: medically significant for fever, synovitis above the knee cap in both knees and inflammation on both knees reporter causality assessment: related, definitive. Additional information was received on (B)(6) 2016. Global ptc number and ptc results were added. Additional information was received on (B)(6) 2016 from the patient's wife. Event outcome for fever was updated from not recovered to recovered/resolved. Event outcome for inflammation on both knees was updated from not recovered to recovering/resolving. Information on concomitant medications was added. Laboratory values ((B)(6) 2016) were added. Information corrective treatment for inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2016. Information on event of inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017 (all the information processed together with clock start date (B)(6) 2017) from the patient's wife and physician. Additional event of synovitis above the knee cap in both knees was added along with its details. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 16-jan-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 2-dec-2016: this case concerns a patient who developed fever along with sensation of cold after receiving synvisc one injections in the knees. The events have been assessed as probably related to the product as there is compatible time to onset and the clinical features of this report suggests that the events were due to the injections. It was also suggested by the patient's physician that the patient had intolerance to the product. However, as the patient had not experienced such adverse events with the previous use of synvisc it acts as a confounding factor in the causal assessment. Furthermore, the information regarding technique of injection and the conditions under which the patient received the injections is not provided which precludes the complete case assessment.

Event description:
Based on additional information received on 19-jan-2017 from the physician (however the case was processed with clock start date 16-jan-2017), this case became medically confirmed. This case is cross referenced with case ID: (B)(4) (same patient). This unsolicited case from (B)(6) was received on 29- nov-2016 (additional information was received on 30- nov-2016 and 01-dec-2016, all information processed together with clock start date 29-nov-2016) from patient's wife. This case involves a (B)(6) male patient who received treatment with synvisc one and had fever (latency: 01 day), could hardly walk/limped a lot (latency: 01 day), synovitis above the knee cap in both knees (latency: unknown). The patient was diagnosed with arthrosis in 1996. On an unknown date in 1996, an arthroscopy was performed on the patient's left leg. On an unknown date in (B)(6) 2015, 15 days after the first dose of hyaluronic acid was injected, the patient experienced inflammation of both knees. On that moment, that event was not related to hyaluronic acid but to a bad movement. The patient recovered immediately on a date not reported after resting. It was reported that the patient did not receive any other concomitant medications. Relevant concurrent conditions were not reported. On (B)(6) 2016, in afternoon, the patient received second injection of synvisc one via intra-articular once, at dose of 6 ml (batch/lot number and expiry date: not reported) for arthrosis grade 4. The same day, at night, the patient began to shiver and had very cold sensation and pain. The patient took ibuprofen at dose of 600 mg and 4 hours later he took paracetamol at dose of 1 gm in order to calm his pain but without success. On (B)(6) 2016 in the morning, 01 day after initiating treatment with synvisc one, the patient had both knees very swollen. Patient had a lot of pain and he could hardly walk. Also in morning, the physician told the reporter that this event could be product intolerance, which should disappear in 2 or 3 days, instead of a product allergy (which would cause other symptoms such as itching, hives, etc.). The same day, in the afternoon, patient had improved a bit but he was not recovered. At night, the patient had fever (37.8 celsius degrees). On (B)(6) 2016 in the morning, the patient improved on his right knee but the left knee was still very swollen and he had pain. On (B)(6) 2016, the patient recovered from shivering, cold sensation and fever. On (B)(6) 2016, laboratory tests were performed which showed erythrocyte sedimentation rate (esr) increased to 29 mm (high; normal range: 0.60-18) and c-reactive protein was also increased to a value of 22.60 mg/l (normal value: less than 5.00). These values showed an inflammation process and allergy was ruled out and that other lab tests were planned to be performed. At the time of report on (B)(6) 2016, the patient was recovering from the knee inflammation and pain but still suffered from pain in both knees and they were swollen. On an unknown date, the patient stopped corrective treatment with ibuprofen and paracetamol and was currently using ice in order to reduce the knee inflammation. It was also reported that the physician decided to permanently withdraw the treatment with synvisc one. The physician had the intention to look for alternative treatments (nos). At the time of report on (B)(6) 2016, patient still had pain during walking (mainly in the left knee) but at night he had no pain. The patient had much less pain at the time of reporting. The patient's knees were still a bit swollen but he was much better. The patient was using ice twice or three times a day in both knees in order to reduce knee inflammation. Reportedly, the next visit with the traumatologist would be in (B)(6) 2017. On an unknown date, patient experienced synovitis. The physician reported that the patient had synovitis above the kneecap in both knees and it was the same in both knees. As per the physician, the patient complained more about the left leg. The physician stated that the mobility of the patient was good. The reporter stated that the patient had to continue using ice. It was also stated that corticoids would be injected to the patient. On unknown date, the physician stated that corticoids would be injected in order to reduce the synovitis. At the moment of the notification he had in mind to administrate triamcinolone acetonide (trigon depot) 1 ml. It was reported that patient's both knees were still a bit swollen but he was much better. The patient had sporadic pain. At the time of reporting on (B)(6) 2017, it was reported that the physician recommended taking solgar (hyaluronic acid, glucosamine, chondroitin and msn (methylsulfonylmethane)) capsules (posology, batch number and expiration date not reported), a vitamin supplement which was initiated on a date not reported but more than one year ago and was very well tolerated. On (B)(6) 2017, the patient initiated again the treatment after two months without taking solgar and he experienced a bit swollen in both knees and when walking he experienced pain. The reporter stated that the patient decided to withdrawn the treatment with solgar on (B)(6) 2017. Reportedly, the patient still had both knees swollen, with some pain and he limped a little. The physician stated that there was no news because he had not visited the patient yet. He reported that he had never seen a similar case in the patients that he treated. The physician stated that synvisc-one would not be administered again to the patient and he did not know what would be administered in the future. On (B)(6) 2017, the traumatologist administered 2 injections (one injection in each knee) of 1 ml with triamcinolone acetonide and mepivacaine hydrochloride. The traumatologist and the patient's wife reported that everything went fine, without any inconvenience. The patient's wife stated that solgar (hyaluronic acid, glucosamine, chondroitin and msn (methylsulfonylmethane)) was not administered since (B)(6) 2017 and the traumatologist told the patient not to take it again. The patient's wife reported that on (B)(6) 2017 patient's left knee was a bit swollen but not the right knee and he still limped a little when walking. The patient's wife stated that on (B)(6) 2017 the patient did not experience pain. On (B)(6)2017, the patient wife stated that the patient's knees had improved. At the time of report on 13-mar-2017, it was reported that the patient had improved but he still limped. The patient had not any swollen knee. The patient recovered from knee inflammation. He had not pain in the right knee except when he made a bad movement. The patient had not pain in the left knee at night or in repose, but when he walked or rode a bike. On unknown date, since weeks ago (nos) the patient was taking analgesics (nos) for the pain. It was reported that the patient had not pain in the left knee at night, but when he walked. The reporter stated that the patient limped a lot. Patient was going to arrange a visit with the physician to see what alternatives he proposed. Corrective treatment: ibuprofen, paracetamol and ice for inflammation on both knees; paracetamol for fever; ice, trigon depot, scandinisba for synovitis above the knee cap in both knees; not reported for could hardly walk/limped a lot outcome: not recovered for could hardly walk/limped a lot; recovered/resolved for fever; recovering/resolving for synovitis above the knee cap in both knees. A pharmaceutical technical complaint was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: medically significant for fever; medically significant and required intervention for synovitis above the knee cap in both knees and inflammation on both knees reporter causality assessment: related, definitive. Additional information was received on 07-dec-2016. Global ptc number and ptc results were added. Additional information was received on 08-dec-2016 from the patient's wife. Event outcome for fever was updated from not recovered to recovered/resolved. Event outcome for inflammation on both knees was updated from not recovered to recovering/resolving. Information on concomitant medications was added. Laboratory values ((B)(6) 2016) were added. Information corrective treatment for inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 19-dec-2016. Information on event of inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 16-jan-2017, 18-jan-2017 and 19-jan-2017 (all the information processed together with clock start date 16-jan-2017) from the patient's wife and physician. Additional event of synovitis above the knee cap in both knees was added along with its details. Clinical course was updated. Text was amended accordingly. Additional information was received on 01-feb-2017 from the patient's wife and physician. Event term was updated from could hardly walk to could hardly walk/limped a little. The outcome for the event of synovitis above the knee cap in both knees was updated from unknown to recovering/resolving. Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2017 (both information processed together with clock start date (B)(6) 2017) from patient's wife and physician. Corrective for event of synovitis above the knee cap in both knees was updated. Outcome for event of could hardly walk/limped a little was updated from unknown to not recovered. Clinical course was updated. Text was amended accordingly. Additional information was received on 13-mar-2017 from the consumer. Patient's current clinical status was updated. Text was amended accordingly. Additional information was received on 20-apr-2017 and 21-apr-2017 (both information processed together with clock start date 20-apr-2017) from patient's wife. Verbatim of could hardly walk/limped a little was updated to could hardly walk/limped a lot. Corrective for symptom pain/pain during walking (mainly in left knee) was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 21-apr-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 2-dec-2016: this case concerns a patient who developed fever along with sensation of cold after receiving synvisc one injections in the knees. The events have been assessed as probably related to the product as there is compatible time to onset and the clinical features of this report suggests that the events were due to the injections. It was also suggested by the patient's physician that the patient had intolerance to the product. However, as the patient had not experienced such adverse events with the previous use of synvisc it acts as a confounding factor in the causal assessment. Furthermore, the information regarding technique of injection and the conditions under which the patient received the injections is not provided which precludes the complete case assessment.

Event description:
Based on additional information received on 19-jan-2017 from the physician (however the case was processed with clock start date 16-jan-2017), this case became medically confirmed. This case is cross referenced with case ID: (B)(4)(same patient). This unsolicited case from (B)(6) was received on (B)(6) 2016 (additional information was received on (B)(6) 2016, all information processed together with clock start date (B)(6) 2016) from patient's wife. This case involves a (B)(6) male patient who received treatment with synvisc one and had fever (latency: 01 day), inflammation on both knees (latency: few hours), could hardly walk/limped a little (latency: 01 day), synovitis above the knee cap in both knees (latency: unknown). The patient was diagnosed with arthrosis in 1996. On an unknown date in 1996, an arthroscopy was performed on the patient's left leg. On an unknown date in (B)(6) 2015, 15 days after the first dose of hyaluronic acid was injected, the patient experienced inflammation of both knees. On that moment, that event was not related to hyaluronic acid but to a bad movement. The patient recovered immediately on a date not reported after resting. It was reported that the patient did not receive any other concomitant medications. Relevant concurrent conditions were not reported. On (B)(6) 2016, in afternoon, he patient received second injection of synvisc one via intra-articular once, at dose of 6 ml (batch/lot number and expiry date: not reported) for arthrosis grade 4. The same day, at night, the patient began to shiver and had very cold sensation and pain. The patient took ibuprofen at dose of 600 mg and 4 hours later he took paracetamol at dose of 1 gm in order to calm his pain but without success. On (B)(6) 2016 in the morning, 01 day after initiating treatment with synvisc one, the patient had both knees very swollen. Patient had a lot of pain and he could hardly walk. Also in morning, the physician told the reporter that this event could be product intolerance, which should disappear in 2 or 3 days, instead of a product allergy (which would cause other symptoms such as itching, hives, etc.). The same day, in the afternoon, patient had improved a bit but he was not recovered. At night, the patient had fever (37.8 celsius degrees). On (B)(6) 2016 in the morning, the patient improved on his right knee but the left knee was still very swollen and he had pain. On (B)(6) 2016, the patient recovered from shivering, cold sensation and fever. On (B)(6) 2016, laboratory tests were performed which showed erythrocyte sedimentation rate (esr) increased to 29 mm (high; normal range: 0.60-18) and c-reactive protein was also increased to a value of 22.60 mg/l (normal value: less than 5.00). These values showed an inflammation process and allergy was ruled out and that other lab tests were planned to be performed. At the time of report on (B)(6) 2016, the patient was recovering from the knee inflammation and pain but still suffered from pain in both knees and they were swollen. On an unknown date, the patient stopped corrective treatment with ibuprofen and paracetamol and was currently using ice in order to reduce the knee inflammation. It was also reported that the physician decided to permanently withdraw the treatment with synvisc one. The physician had the intention to look for alternative treatments (nos). At the time of report on (B)(6) 2016, patient still had pain during walking (mainly in the left knee) but at night he had no pain. The patient had much less pain at the time of reporting. The patient's knees were still a bit swollen but he was much better. The patient was using ice twice or three times a day in both knees in order to reduce knee inflammation. Reportedly, the next visit with the traumatologist would be in (B)(6) 2017. On an unknown date, patient experienced synovitis. The physician reported that the patient had synovitis above the kneecap in both knees and it was the same in both knees. As per the physician, the patient complained more about the left leg. The physician stated that the mobility of the patient was good. The reporter stated that the patient had to continue using ice. It was also stated that corticoids would be injected to the patient. On unknown date, the physician stated that corticoids would be injected in order to reduce the synovitis. At the moment of the notification he had in mind to administrate triamcinolone acetonide (trigon depot) 1 ml. It was reported that patient's both knees were still a bit swollen but he was much better. The patient had sporadic pain. At the time of reporting on (B)(6) 2017, it was reported that the physician recommended taking solgar (hyaluronic acid, glucosamine, chondroitin and msn (methylsulfonylmethane)) capsules (posology, batch number and expiration date not reported), a vitamin supplement which was initiated on a date not reported but more than one year ago and was very well tolerated. On (B)(6) 2017, the patient initiated again the treatment after two months without taking solgar and he experienced a bit swollen in both knees and when walking he experienced pain. The reporter stated that the patient decided to withdrawn the treatment with solgar on (B)(6) 2017. Reportedly, the patient still had both knees swollen, with some pain and he limped a little. The physician stated that there was no news because he had not visited the patient yet. He reported that he had never seen a similar case in the patients that he treated. Corrective treatment: ibuprofen, paracetamol and ice for inflammation on both knees; paracetamol for fever; using ice; would be injected corticoids for synovitis above the knee cap in both knees; not reported for could hardly walk/limped a little. Outcome: unknown for could hardly walk/limped a little; recovered/resolved for fever; recovering/resolving for inflammation on both knees and synovitis above the knee cap in both knees. A pharmaceutical technical complaint was initiated with global (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: medically significant for fever, synovitis above the knee cap in both knees and inflammation on both knees. Reporter causality assessment: related, definitive. Additional information was received on 07-dec-2016. Global ptc number and ptc results were added. Additional information was received on 08-dec-2016 from the patient's wife. Event outcome for fever was updated from not recovered to recovered/resolved. Event outcome for inflammation on both knees was updated from not recovered to recovering/resolving. Information on concomitant medications was added. Laboratory values (07-dec- 2016) were added. Information corrective treatment for inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 19-dec-2016. Information on event of inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 16-jan-2017, 18-jan-2017 and 19-jan-2017 (all the information processed together with clock start date 16-jan-2017) from the patient's wife and physician. Additional event of synovitis above the knee cap in both knees was added along with its details. Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2017 from the patient's wife and physician. Event term was updated from could hardly walk to could hardly walk/limped a little. The outcome for the event of synovitis above the knee cap in both knees was updated from unknown to recovering/resolving. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 16-jan-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 2-dec-2016: this case concerns a patient who developed fever along with sensation of cold after receiving synvisc one injections in the knees. The events have been assessed as probably related to the product as there is compatible time to onset and the clinical features of this report suggests that the events were due to the injections. It was also suggested by the patient's physician that the patient had intolerance to the product. However, as the patient had not experienced such adverse events with the previous use of synvisc it acts as a confounding factor in the causal assessment. Furthermore, the information regarding technique of injection and the conditions under which the patient received the injections is not provided which precludes the complete case assessment.

Event description:
This case is cross referenced with case ID: (B)(6) (same patient). This unsolicited case from (B)(6) was received on 29- nov-2016 (additional information was received on 30- nov-2016 and 01-dec-2016, all information processed together with clock start date (B)(6) 2016) from patient's wife. This case involves a (B)(6) male patient who received treatment with synvisc one and had fever (latency: 01 day), inflammation on both knees (latency: few hours) and could hardly walk (latency: 01 day). The patient was diagnosed with arthrosis in 1996. On an unknown date in 1996, an arthroscopy was performed on the patient's left leg. On an unknown date in (B)(6) 2015, 15 days after the first dose of hyaluronic acid was injected, the patient experienced inflammation of both knees. On that moment, that event was not related to hyaluronic acid but to a bad movement. The patient recovered immediately on a date not reported after resting. It was reported that the patient did not receive any other concomitant medications. Relevant concurrent conditions were not reported. On (B)(6) 2016, in afternoon, he patient received second injection of synvisc one via intra-articular once, at dose of 6 ml (batch/lot number and expiry date: not reported) for arthrosis grade 4. The same day, at night, the patient began to shiver and had very cold sensation and pain. The patient took ibuprofen at dose of 600 mg and 4 hours later he took paracetamol at dose of 1 gm in order to calm his pain but without success. On (B)(6) 2016 in the morning, 01 day after initiating treatment with synvisc one, the patient had both knees very swollen. Patient had a lot of pain and he could hardly walk. Also in morning, the physician told the reporter that this event could be product intolerance, which should disappear in 2 or 3 days, instead of a product allergy (which would cause other symptoms such as itching, hives, etc.). The same day, in the afternoon, patient had improved a bit but he was not recovered. At night, the patient had fever (37.8 celsius degrees). On (B)(6) 2016 in the morning, the patient improved on his right knee but the left knee was still very swollen and he had pain. On (B)(6) 2016, the patient recovered from shivering, cold sensation and fever. On (B)(6) 2016, laboratory tests were performed which showed erythrocyte sedimentation rate (esr) increased to 29 mm (high; normal range: 0.60-18) and c-reactive protein was also increased to a value of 22.60 mg/l (normal value: less than 5.00). These values showed an inflammation process and that other lab tests were planned to be performed. At the time of report on (B)(6) 2016, the patient was recovering from the knee inflammation and pain but still suffered from pain in both knees and they were swollen. On an unknown date, the patient stopped corrective treatment with ibuprofen and paracetamol and was currently using ice in order to reduce the knee inflammation. It was also reported that the physician decided to permanently withdraw the treatment with synvisc one. The physician had the intention to look for alternative treatments (nos). At the time of report on (B)(6) 2016, patient still had pain during walking (mainly in the left knee) but at night he had no pain. The patient had much less pain at the time of reporting. The patient's knees were still a bit swollen but he was much better. The patient was using ice twice or three times a day in both knees in order to reduce knee inflammation. Reportedly, the next visit with the traumatologist would be in (B)(6) 2017. Corrective treatment: ibuprofen, paracetamol and ice for inflammation on both knees; paracetamol for fever; not. Reported for could hardly walk. Outcome: unknown for could hardly walk; recovered/resolved for fever; recovering/resolving for inflammation on both knees. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: medically significant for fever and inflammation on both knees reporter causality assessment: related, definitive. Additional information was received on 07-dec-2016. Global ptc number and ptc results were added. Additional information was received on 08-dec-2016 from the patient's wife. Event outcome for fever was updated from not recovered to recovered/resolved. Event outcome for inflammation on both knees was updated from not recovered to recovering/resolving. Information on concomitant medications was added. Laboratory values ((B)(6) 2016) were added. Information corrective treatment for inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 19-dec-2016. Information on event of inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 19-dec-2016: the follow up information received does not change previous case assessment. Sanofi follow up company comment dated 7-dec-2016 and 8-dec-2016: the follow up information received does not change previous case assessment. Sanofi company comment dated 2-dec-2016: this case concerns a patient who developed fever along with sensation of cold after receiving synvisc one injections in the knees. The events have been assessed as probably related to the product as there is compatible time to onset and the clinical features of this report suggests that the events were due to the injections. It was also suggested by the patient's physician that the patient had intolerance to the product. However, as the patient had not experienced such adverse events with the previous use of synvisc it acts as a confounding factor in the causal assessment. Furthermore, the information regarding technique of injection and the conditions under which the patient received the injections is not provided which precludes the complete case assessment.

Event description:
Based on additional information received on 19-jan-2017 from the physician (however the case was processed with clock start date 16-jan-2017), this case became medically confirmed. This case is cross referenced with case ID: (B)(4) (same patient). This unsolicited case from (B)(6) was received on 29- nov-2016 (additional information was received on 30- nov-2016 and 01-dec-2016, all information processed together with clock start date 29-nov-2016) from patient's wife. This case involves a (B)(6) male patient who received treatment with synvisc one and had fever (latency: 01 day), could hardly walk/limped a little (latency: 01 day), synovitis above the knee cap in both knees (latency: unknown). The patient was diagnosed with arthrosis in 1996. On an unknown date in 1996, an arthroscopy was performed on the patient's left leg. On an unknown date in (B)(6) 2015, 15 days after the first dose of hyaluronic acid was injected, the patient experienced inflammation of both knees. On that moment, that event was not related to hyaluronic acid but to a bad movement. The patient recovered immediately on a date not reported after resting. It was reported that the patient did not receive any other concomitant medications. Relevant concurrent conditions were not reported. On (B)(6) 2016, in afternoon, the patient received second injection of synvisc one via intra-articular once, at dose of 6 ml (batch/lot number and expiry date: not reported) for arthrosis grade 4. The same day, at night, the patient began to shiver and had very cold sensation and pain. The patient took ibuprofen at dose of 600 mg and 4 hours later he took paracetamol at dose of 1 gm in order to calm his pain but without success. On (B)(6) 2016 in the morning, 01 day after initiating treatment with synvisc one, the patient had both knees very swollen. Patient had a lot of pain and he could hardly walk. Also in morning, the physician told the reporter that this event could be product intolerance, which should disappear in 2 or 3 days, instead of a product allergy (which would cause other symptoms such as itching, hives, etc.). The same day, in the afternoon, patient had improved a bit but he was not recovered. At night, the patient had fever (37.8 celsius degrees). On (B)(6) 2016 in the morning, the patient improved on his right knee but the left knee was still very swollen and he had pain. On (B)(6) 2016, the patient recovered from shivering, cold sensation and fever. On (B)(6) 2016, laboratory tests were performed which showed erythrocyte sedimentation rate (esr) increased to 29 mm (high; normal range: 0.60-18) and c-reactive protein was also increased to a value of 22.60 mg/l (normal value: less than 5.00). These values showed an inflammation process and allergy was ruled out and that other lab tests were planned to be performed. At the time of report on (B)(6) 2016, the patient was recovering from the knee inflammation and pain but still suffered from pain in both knees and they were swollen. On an unknown date, the patient stopped corrective treatment with ibuprofen and paracetamol and was currently using ice in order to reduce the knee inflammation. It was also reported that the physician decided to permanently withdraw the treatment with synvisc one. The physician had the intention to look for alternative treatments (nos). At the time of report on (B)(6) 2016, patient still had pain during walking (mainly in the left knee) but at night he had no pain. The patient had much less pain at the time of reporting. The patient's knees were still a bit swollen but he was much better. The patient was using ice twice or three times a day in both knees in order to reduce knee inflammation. Reportedly, the next visit with the traumatologist would be in (B)(6) 2017. On an unknown date, patient experienced synovitis. The physician reported that the patient had synovitis above the kneecap in both knees and it was the same in both knees. As per the physician, the patient complained more about the left leg. The physician stated that the mobility of the patient was good. The reporter stated that the patient had to continue using ice. It was also stated that corticoids would be injected to the patient. On unknown date, the physician stated that corticoids would be injected in order to reduce the synovitis. At the moment of the notification he had in mind to administrate triamcinolone acetonide (trigon depot) 1 ml. It was reported that patient's both knees were still a bit swollen but he was much better. The patient had sporadic pain. At the time of reporting on (B)(6) 2017, it was reported that the physician recommended taking solgar (hyaluronic acid, glucosamine, chondroitin and msn (methylsulfonylmethane)) capsules (posology, batch number and expiration date not reported), a vitamin supplement which was initiated on a date not reported but more than one year ago and was very well tolerated. On (B)(6) 2017, the patient initiated again the treatment after two months without taking solgar and he experienced a bit swollen in both knees and when walking he experienced pain. The reporter stated that the patient decided to withdrawn the treatment with solgar on (B)(6) 2017. Reportedly, the patient still had both knees swollen, with some pain and he limped a little. The physician stated that there was no news because he had not visited the patient yet. He reported that he had never seen a similar case in the patients that he treated. The physician stated that synvisc-one would not be administered again to the patient and he did not know what would be administered in the future. On (B)(6) 2017, the traumatologist administered 2 injections (one injection in each knee) of 1 ml with triamcinolone acetonide and mepivacaine hydrochloride. The traumatologist and the patient's wife reported that everything went fine, without any inconvenience. The patient's wife stated that solgar (hyaluronic acid, glucosamine, chondroitin and msn (methylsulfonylmethane)) was not administered since (B)(6) 2017 and the traumatologist told the patient not to take it again. The patient's wife reported that on (B)(6) 2017 patient's left knee was a bit swollen but not the right knee and he still limped a little when walking. The patient's wife stated that on (B)(6) 2017 the patient did not experience pain. On (B)(6) 2017, the patient wife stated that the patient's knees had improved. Corrective treatment: ibuprofen, paracetamol and ice for inflammation on both knees; paracetamol for fever; ice, trigon depot, scandinisba for synovitis above the knee cap in both knees; not reported for could hardly walk/limped a little. Outcome: not recovered for could hardly walk/limped a little; recovered/resolved for fever; recovering/resolving for synovitis above the knee cap in both knees. A pharmaceutical technical complaint was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: medically significant for fever; medically significant and required intervention for synovitis above the knee cap in both knees and inflammation on both knees reporter causality assessment: related, definitive. Additional information was received on 07-dec-2016. Global ptc number and ptc results were added. Additional information was received on 08-dec-2016 from the patient's wife. Event outcome for fever was updated from not recovered to recovered/resolved. Event outcome for inflammation on both knees was updated from not recovered to recovering/resolving. Information on concomitant medications was added. Laboratory values (07-dec- 2016) were added. Information corrective treatment for inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 19-dec-2016. Information on event of inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 16-jan-2017, 18-jan-2017 and 19-jan-2017 (all the information processed together with clock start date 16-jan-2017) from the patient's wife and physician. Additional event of synovitis above the knee cap in both knees was added along with its details. Clinical course was updated. Text was amended accordingly. Additional information was received on 01-feb-2017 from the patient's wife and physician. Event term was updated from could hardly walk to could hardly walk/limped a little. The outcome for the event of synovitis above the knee cap in both knees was updated from unknown to recovering/resolving. Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2017 (both information processed together with clock start date (B)(6) 2017) from patient's wife and physician. Corrective for event of synovitis above the knee cap in both knees was updated. Outcome for event of could hardly walk/limped a little was updated from unknown to not recovered. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 2-dec-2016: this case concerns a patient who developed fever along with sensation of cold after receiving synvisc one injections in the knees. The events have been assessed as probably related to the product as there is compatible time to onset and the clinical features of this report suggests that the events were due to the injections. It was also suggested by the patient's physician that the patient had intolerance to the product. However, as the patient had not experienced such adverse events with the previous use of synvisc it acts as a confounding factor in the causal assessment. Furthermore, the information regarding technique of injection and the conditions under which the patient received the injections is not provided which precludes the complete case assessment.

Event description:
Based on additional information received on 19-jan-2017 from the physician (however the case was processed with clock start date (B)(6) 2017), this case became medically confirmed. This case is cross referenced with case ID: (B)(4) (same patient). This unsolicited case from (B)(6) was received on 29- nov-2016 (additional information was received on 30- nov-2016 and 01-dec-2016, all information processed together with clock start date 29-nov-2016) from patient's wife. This case involves a (B)(6) male patient who received treatment with synvisc one and had fever (latency: 01 day), could hardly walk/limped a little (latency: 01 day), synovitis above the knee cap in both knees (latency: unknown). The patient was diagnosed with arthrosis in 1996. On an unknown date in 1996, an arthroscopy was performed on the patient's left leg. On an unknown date in (B)(6) 2015, 15 days after the first dose of hyaluronic acid was injected, the patient experienced inflammation of both knees. On that moment, that event was not related to hyaluronic acid but to a bad movement. The patient recovered immediately on a date not reported after resting. It was reported that the patient did not receive any other concomitant medications. Relevant concurrent conditions were not reported. On (B)(6) 2016, in afternoon, he patient received second injection of synvisc one via intra-articular once, at dose of 6 ml (batch/lot number and expiry date: not reported) for arthrosis grade 4. The same day, at night, the patient began to shiver and had very cold sensation and pain. The patient took ibuprofen at dose of 600 mg and 4 hours later he took paracetamol at dose of 1 gm in order to calm his pain but without success. On (B)(6) 2016 in the morning, 01 day after initiating treatment with synvisc one, the patient had both knees very swollen. Patient had a lot of pain and he could hardly walk. Also in morning, the physician told the reporter that this event could be product intolerance, which should disappear in 2 or 3 days, instead of a product allergy (which would cause other symptoms such as itching, hives, etc.). The same day, in the afternoon, patient had improved a bit but he was not recovered. At night, the patient had fever (37.8 celsius degrees). On (B)(6) 2016 in the morning, the patient improved on his right knee but the left knee was still very swollen and he had pain. On (B)(6) 2016, the patient recovered from shivering, cold sensation and fever. On (B)(6) 2016, laboratory tests were performed which showed erythrocyte sedimentation rate (esr) increased to 29 mm (high; normal range: 0.60-18) and c-reactive protein was also increased to a value of 22.60 mg/l (normal value: less than 5.00). These values showed an inflammation process and allergy was ruled out and that other lab tests were planned to be performed. At the time of report on (B)(6) 2016, the patient was recovering from the knee inflammation and pain but still suffered from pain in both knees and they were swollen. On an unknown date, the patient stopped corrective treatment with ibuprofen and paracetamol and was currently using ice in order to reduce the knee inflammation. It was also reported that the physician decided to permanently withdraw the treatment with synvisc one. The physician had the intention to look for alternative treatments (nos). At the time of report on (B)(6) 2016, patient still had pain during walking (mainly in the left knee) but at night he had no pain. The patient had much less pain at the time of reporting. The patient's knees were still a bit swollen but he was much better. The patient was using ice twice or three times a day in both knees in order to reduce knee inflammation. Reportedly, the next visit with the traumatologist would be in (B)(6) 2017. On an unknown date, patient experienced synovitis. The physician reported that the patient had synovitis above the kneecap in both knees and it was the same in both knees. As per the physician, the patient complained more about the left leg. The physician stated that the mobility of the patient was good. The reporter stated that the patient had to continue using ice. It was also stated that corticoids would be injected to the patient. On unknown date, the physician stated that corticoids would be injected in order to reduce the synovitis. At the moment of the notification he had in mind to administrate triamcinolone acetonide (trigon depot) 1 ml. It was reported that patient's both knees were still a bit swollen but he was much better. The patient had sporadic pain. At the time of reporting on 01-feb-2017, it was reported that the physician recommended taking solgar (hyaluronic acid, glucosamine, chondroitin and msn (methylsulfonylmethane)) capsules (posology, batch number and expiration date not reported), a vitamin supplement which was initiated on a date not reported but more than one year ago and was very well tolerated. On (B)(6) 2017, the patient initiated again the treatment after two months without taking solgar and he experienced a bit swollen in both knees and when walking he experienced pain. The reporter stated that the patient decided to withdrawn the treatment with solgar on (B)(6) 2017. Reportedly, the patient still had both knees swollen, with some pain and he limped a little. The physician stated that there was no news because he had not visited the patient yet. He reported that he had never seen a similar case in the patients that he treated. The physician stated that synvisc-one would not be administered again to the patient and he did not know what would be administered in the future. On (B)(6) 2017, the traumatologist administered 2 injections (one injection in each knee) of 1 ml with triamcinolone acetonide and mepivacaine hydrochloride. The traumatologist and the patient's wife reported that everything went fine, without any inconvenience. The patient's wife stated that solgar (hyaluronic acid, glucosamine, chondroitin and msn (methylsulfonylmethane)) was not administered since (B)(6) 2017 and the traumatologist told the patient not to take it again. The patient's wife reported that on (B)(6) 2017 patient's left knee was a bit swollen but not the right knee and he still limped a little when walking. The patient's wife stated that on (B)(6) 2017 the patient did not experience pain. On (B)(6) 2017, the patient wife stated that the patient's knees had improved. At the time of report on (B)(6) 2017, it was reported that the patient had improved but he still limped. The patient had not any swollen knee. The patient recovered from knee inflammation. He had not pain in the right knee except when he made a bad movement. The patient had not pain in the left knee at night or in repose, but when he walked or rode a bike. Corrective treatment: ibuprofen, paracetamol and ice for inflammation on both knees; paracetamol for fever; ice, trigon depot, scandinisba for synovitis above the knee cap in both knees; not reported for could hardly walk/limped a little outcome: not recovered for could hardly walk/limped a little; recovered/resolved for fever; recovering/resolving for synovitis above the knee cap in both knees. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: medically significant for fever; medically significant and required intervention for synovitis above the knee cap in both knees and inflammation on both knees reporter causality assessment: related, definitive. Additional information was received on 07-dec-2016. Global ptc number and ptc results were added. Additional information was received on 08-dec-2016 from the patient's wife. Event outcome for fever was updated from not recovered to recovered/resolved. Event outcome for inflammation on both knees was updated from not recovered to recovering/resolving. Information on concomitant medications was added. Laboratory values (07-dec- 2016) were added. Information corrective treatment for inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 19-dec-2016. Information on event of inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 16-jan-2017, 18-jan-2017 and 19-jan-2017 (all the information processed together with clock start date 16-jan-2017) from the patient's wife and physician. Additional event of synovitis above the knee cap in both knees was added along with its details. Clinical course was updated. Text was amended accordingly. Additional information was received on 01-feb-2017 from the patient's wife and physician. Event term was updated from could hardly walk to could hardly walk/limped a little. The outcome for the event of synovitis above the knee cap in both knees was updated from unknown to recovering/resolving. Clinical course was updated. Text was amended accordingly. Additional information was received on 07-feb-2017 and 08-feb-2017 (both information processed together with clock start date 07-feb-2017) from patient's wife and physician. Corrective for event of synovitis above the knee cap in both knees was updated. Outcome for event of could hardly walk/limped a little was updated from unknown to not recovered. Clinical course was updated. Text was amended accordingly. Additional information was received on 13-mar-2017 from the consumer. Patient's current clinical status was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 13-mar-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 2-dec-2016: this case concerns a patient who developed fever along with sensation of cold after receiving synvisc one injections in the knees. The events have been assessed as probably related to the product as there is compatible time to onset and the clinical features of this report suggests that the events were due to the injections. It was also suggested by the patient's physician that the patient had intolerance to the product. However, as the patient had not experienced such adverse events with the previous use of synvisc it acts as a confounding factor in the causal assessment. Furthermore, the information regarding technique of injection and the conditions under which the patient received the injections is not provided which precludes the complete case assessment.

Event description:
This case is cross referenced with case ID: (B)(4) (same patient). This unsolicited case from (B)(6) was received on 29- nov-2016 (additional information was received on 30- nov-2016 and 01-dec-2016, all information processed together with clock start date 29-nov-2016) from patient's wife. This case involves a (B)(6) male patient who received treatment with synvisc one and had fever (latency: 01 day), inflammation on both knees (latency: few hours) and could hardly walk (latency: 01 day). The patient was diagnosed with arthrosis in 1996. On an unknown date in 1996, an arthroscopy was performed on the patient's left leg. On an unknown date in (B)(6) 2015, 15 days after the first dose of hyaluronic acid was injected, the patient experienced inflammation of both knees. On that moment, that event was not related to hyaluronic acid but to a bad movement. The patient recovered immediately on a date not reported after resting. Relevant concurrent conditions and concomitant medications were not reported. On (B)(6) 2016, in afternoon, the patient received second injection of synvisc one via intra-articular once, at dose of 6 ml (batch/lot number and expiry date: not reported) for arthrosis grade 4. The same day, at night, the patient began to shiver and had very cold sensation and pain. The patient took ibuprofen at dose of 600 mg and 4 hours later he took paracetamol at dose of 1 gm in order to calm his pain but without success. On (B)(6) 2016 in the morning, 01 day after initiating treatment with synvisc one, the patient had both knees very swollen. Patient had a lot of pain and he could hardly walk. Also in morning, the physician told the reporter that this event could be product intolerance, which should disappear in 2 or 3 days, instead of a product allergy (which would cause other symptoms such as itching, hives, etc.). The same day, in the afternoon, patient had improved a bit but he was not recovered. At night, the patient had fever (37.8 celsius degrees). On (B)(6) 2016 in the morning, the patient improved on his right knee but the left knee was still very swollen and he had pain. Corrective treatment: ibuprofen, paracetamol for inflammation on both knees; paracetamol for fever; not reported for could hardly walk outcome: unknown for could hardly walk; not recovered for rest of the events seriousness criterion: medically significant for fever and inflammation on both knees. Reporter causality assessment: related, definitive. Pharmacovigilance comment: sanofi company comment dated 2-dec-2016: this case concerns a patient who developed fever along with sensation of cold after receiving synvisc one injections in the knees. The events have been assessed as probably related to the product as there is compatible time to onset and the clinical features of this report suggests that the events were due to the injections. It was also suggested by the patient's physician that the patient had intolerance to the product. However, as the patient had not experienced such adverse events with the previous use of synvisc it acts as a confounding factor in the causal assessment. Furthermore, the information regarding technique of injection and the conditions under which the patient received the injections is not provided which precludes the complete case assessment.

Event description:
Based on additional information received on 19-jan-2017 from the physician (however the case was processed with clock start date 16-jan-2017), this case became medically confirmed. This case is cross referenced with case (B)(4) (same patient). This unsolicited case from (B)(6) was received on 29- nov-2016 (additional information was received on 30- nov-2016 and 01-dec-2016, all information processed together with clock start date 29-nov-2016) from patient's wife. This case involves a (B)(6) male patient who received treatment with synvisc one and had fever (latency: 01 day), synovitis above the knee cap in both knees, bone hematoma (latency: unknown). The patient was diagnosed with arthrosis in 1996. On an unknown date in 1996, an arthroscopy was performed on the patient's left leg. On an unknown date in (B)(6) 2015, 15 days after the first dose of hyaluronic acid was injected, the patient experienced inflammation of both knees. On that moment, that event was not related to hyaluronic acid but to a bad movement. The patient recovered immediately on a date not reported after resting. It was reported that the patient did not receive any other concomitant medications. Relevant concurrent conditions were not reported. On (9)(6) 2016, in afternoon, he patient received second injection of synvisc one via intra-articular once, at dose of 6 ml (batch/lot number and expiry date: not reported) for arthrosis grade 4. The same day, at night, the patient began to shiver and had very cold sensation and pain. The patient took ibuprofen at dose of 600 mg and 4 hours later he took paracetamol at dose of 1 gm in order to calm his pain but without success. On (B)(6) 2016 in the morning, 01 day after initiating treatment with synvisc one, the patient had both knees very swollen. Patient had a lot of pain and he could hardly walk. Also in morning, the physician told the reporter that this event could be product intolerance, which should disappear in 2 or 3 days, instead of a product allergy (which would cause other symptoms such as itching, hives, etc.). The same day, in the afternoon, patient had improved a bit but he was not recovered. At night, the patient had fever (37.8 celsius degrees). On (B)(6) 2016 in the morning, the patient improved on his right knee but the left knee was still very swollen and he had pain. On (B)(6) 2016, the patient recovered from shivering, cold sensation and fever. On (B)(6) 2016, laboratory tests were performed which showed erythrocyte sedimentation rate (esr) increased to 29 mm (high; normal range: 0.60-18) and c-reactive protein was also increased to a value of 22.60 mg/l (normal value: less than 5.00). These values showed an inflammation process and allergy was ruled out and that other lab tests were planned to be performed. At the time of report on (B)(6) 2016, the patient was recovering from the knee inflammation and pain but still suffered from pain in both knees and they were swollen. On an unknown date, the patient stopped corrective treatment with ibuprofen and paracetamol and was currently using ice in order to reduce the knee inflammation. It was also reported that the physician decided to permanently withdraw the treatment with synvisc one. The physician had the intention to look for alternative treatments (nos). At the time of report on (B)(6) 2016, patient still had pain during walking (mainly in the left knee) but at night he had no pain. The patient had much less pain at the time of reporting. The patient's knees were still a bit swollen but he was much better. The patient was using ice twice or three times a day in both knees in order to reduce knee inflammation. Reportedly, the next visit with the traumatologist would be in (B)(6) 2017. On an unknown date, patient experienced synovitis. The physician reported that the patient had synovitis above the kneecap in both knees and it was the same in both knees. As per the physician, the patient complained more about the left leg. The physician stated that the mobility of the patient was good. The reporter stated that the patient had to continue using ice. It was also stated that corticoids would be injected to the patient. On unknown date, the physician stated that corticoids would be injected in order to reduce the synovitis. At the moment of the notification he had in mind to administrate triamcinolone acetonide (trigon depot) 1 ml. It was reported that patient's both knees were still a bit swollen but he was much better. The patient had sporadic pain. At the time of reporting on (B)(6) 2017, it was reported that the physician recommended taking solgar (hyaluronic acid, glucosamine, chondroitin and msn (methylsulfonylmethane)) capsules (posology, batch number and expiration date not reported), a vitamin supplement which was initiated on a date not reported but more than one year ago and was very well tolerated. On (B)(6) 2017, the patient initiated again the treatment after two months without taking solgar and he experienced a bit swollen in both knees and when walking he experienced pain. The reporter stated that the patient decided to withdrawn the treatment with solgar on (B)(6) 2017. Reportedly, the patient still had both knees swollen, with some pain and he limped a little. The physician stated that there was no news because he had not visited the patient yet. He reported that he had never seen a similar case in the patients that he treated. The physician stated that synvisc-one would not be administered again to the patient and he did not know what would be administered in the future. On (B)(6) 2017, the traumatologist administered 2 injections (one injection in each knee) of 1 ml with triamcinolone acetonide and mepivacaine hydrochloride. The traumatologist and the patient's wife reported that everything went fine, without any inconvenience. The patient's wife stated that solgar (hyaluronic acid, glucosamine, chondroitin and msn (methylsulfonylmethane)) was not administered since (B)(6) 2017 and the traumatologist told the patient not to take it again. The patient's wife reported that on (B)(6) 2017 patient's left knee was a bit swollen but not the right knee and he still limped a little when walking. The patient's wife stated that on (B)(6) 2017 the patient did not experience pain. On (B)(6) 2017, the patient wife stated that the patient's knees had improved. At the time of report on (B)(6) 2017, it was reported that the patient had improved but he still limped. The patient had not any swollen knee. The patient recovered from knee inflammation. He had not pain in the right knee except when he made a bad movement. The patient had not pain in the left knee at night or in repose, but when he walked or rode a bike. On unknown date, since weeks ago (nos) the patient was taking analgesics (nos) for the pain. It was reported that the patient had not pain in the left knee at night, but when he walked. The reporter stated that the patient limped a lot. Patient was going to arrange a visit with the physician to see what alternatives he proposed. On an unknown date, the patient visited the traumatologist due to his pain and limp in his left knee. The traumatologist asked for a magnetic resonance which showed that the patient had a bone hematoma (event onset: unknown; latency: unknown). The reporter definitely did not relate bone hematoma with synvisc one. The traumatologist analyzed the magnetic resonance results and he told the patient that limp and pain in his left knee was due to bone hematoma. The traumatologist prescribed him magnetotherapy for a month as a corrective treatment. The patient's wife reported that the patient limped less of his left knee and he had less pain also in his left knee. Corrective treatment: ibuprofen, paracetamol and ice for inflammation on both knees; paracetamol for fever; ice, trigon depot, scandinisba for synovitis above the knee cap in both knees; magnetotherapy for bone hematoma. Outcome: recovered/resolved for fever; recovering/resolving for synovitis above the knee cap in both knees; unknown for bone hematoma. A pharmaceutical technical complaint was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: medically significant for fever; medically significant and required intervention for synovitis above the knee cap in both knees and inflammation on both knees. Reporter causality assessment: related, definitive. Additional information was received on 07-dec-2016. Global ptc number and ptc results were added. Additional information was received on 08-dec-2016 from the patient's wife. Event outcome for fever was updated from not recovered to recovered/resolved. Event outcome for inflammation on both knees was updated from not recovered to recovering/resolving. Information on concomitant medications was added. Laboratory values ((B)(6) 2016) were added. Information corrective treatment for inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 19-dec-2016. Information on event of inflammation on both knees was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 16-jan-2017, 18-jan-2017 and 19-jan-2017 (all the information processed together with clock start date 16-jan-2017) from the patient's wife and physician. Additional event of synovitis above the knee cap in both knees was added along with its details. Clinical course was updated. Text was amended accordingly. Additional information was received on 01-feb-2017 from the patient's wife and physician. Event term was updated from could hardly walk to could hardly walk/limped a little. The outcome for the event of synovitis above the knee cap in both knees was updated from unknown to recovering/resolving. Clinical course was updated. Text was amended accordingly. Additional information was received on (B)(6) 2017 (both information processed together with clock start date (B)(6) 2017) from patient's wife and physician. Corrective for event of synovitis above the knee cap in both knees was updated. Outcome for event of could hardly walk/limped a little was updated from unknown to not recovered. Clinical course was updated. Text was amended accordingly. Additional information was received on 13-mar-2017 from the consumer. Patient's current clinical status was updated. Text was amended accordingly. Additional information was received on 20-apr-2017 and 21-apr-2017 (both information processed together with clock start date 20-apr-2017) from patient's wife. Verbatim of could hardly walk/limped a little was updated to could hardly walk/limped a lot. Corrective for symptom pain/pain during walking (mainly in left knee) was added. Text was amended accordingly. Additional information was received on 14-jun-2017. Additional event of bone hematoma was added along with its details. Event term of could hardly walk/limped a lot was updated as an associated symptom for bone hematoma. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 21-apr-2017 and 14-jun-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 2-dec-2016: this case concerns a patient who developed fever along with sensation of cold after receiving synvisc one injections in the knees. The events have been assessed as probably related to the product as there is compatible time to onset and the clinical features of this report suggests that the events were due to the injections. It was also suggested by the patient's physician that the patient had intolerance to the product. However, as the patient had not experienced such adverse events with the previous use of synvisc it acts as a confounding factor in the causal assessment. Furthermore, the information regarding technique of injection and the conditions under which the patient received the injections is not provided which precludes the complete case assessment.